Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. When the ipg was interrogated during the removal procedure, the cardiac compass contained invalid data in the observations. No further patient complications have been reported as a result of this event.